Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they reached out to their rep yesterday, but the rep was not available. Pt stated they tried to increase the settings because their back was hurting them, but the settings won't go up, and they saw the 'settings not available cannot provide desired settings' message. Pt said the issue started the day before yesterday. During the call when pt unlocked the controller screen, they saw the settings not available. Pt was in group c. Agent had pt to try switching to a different group. Pt switched to group a and when they tried to adjust the settings, they saw the settings not available message again. Agent reviewed information. Agent redirected pt to their healthcare provider (hcp) to further address the issue. (B)(6) 2026 (B)(6) (rep): it was reported that the patient experienced a return of pain, high impedance on electrodes 8, 10, 12, 13, and 15 (all over 40k), and loss of stimulation. The implantable pulse generator was interrogated and impedances were observed. The issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.